Manufacturer narrative:
Patient identifier, numerical error in initial report submitted.

Manufacturer narrative:
Confirmation received feb. 7 2018 indicating the valve will not be returned. (B)(4).

Manufacturer narrative:
Please note that the second perceval size 23mm failure to implant referenced in the event description will be reported through a separate emdr detailing further this event. The manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(4) were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. In particular the open and close images from the steady flow test inspection for the perceval heart valve, model #icv1209 , s/n # (B)(4) were reviewed, demonstrating acceptable opened and closed leaflet performance of the pvs23. No anomalies are observed during the open/close cycle in terms of leaflet coaptation. The valve therefore meets the acceptance criteria of the steady flow test inspection defined as per internal procedure. Not yet returned to manufacturer.

Event description:
On (B)(6) 2017 a perceval size 23mm was implanted. Tee showed moderate aortic insufficiency. The aorta was re-opened and the physician noted that the leaflets were not coapting correctly. The device was removed, the physician resized and sized to perecval size 23mm once again. A new perceval v)(6) was then implanted, failure to implant, removed and a perimount magna ease (B)(6) was then implanted.additional cross clamp time for the procedure was 55.